Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.